Event description:
It was reported that the needle mechanism did not retract as intended and bleeding from the infusion site. This indicates a needle mechanism failure. The pod was worn longer than 48 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. The formed needle protruded past the needle well. The hard cannula was observed to be dislodged from the slide retract. The hard cannula was incorrectly installed. The incorrect installation of the hard cannula resulted in the needle's inability to retract. Blood was observed on the adhesive pad. No damages were observed to the formed needle. The bleeding can be attributed to the formed needle's inability to retract. The soft cannula was observed to be torn, resulting in a fluid leak. It cannot be determined when this damage occurred. The incorrect installation of the hard cannula resulted in the slide retract's damage.timeouts were observed in the data. The device was reset and rerun. No anomalies were observed in the rerun data. The drive mechanism was inspected, and no damages were found. The cause of the timeouts during the original run could not be determined.